Event description:
The forceps soft-lock does not hold. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation of the bone holding forceps revealed that the tooth of the locking cap of the soft locking system is broken off. The investigation was not able to determine the exact cause of this occurrence, the investigation noted that this locking mechanism is rather delicate. Such a breakage can occur when the locking cap is not properly aligned with the toothed rack and if at the same time the forceps are under tension without backpressure on the hand holds. The investigation determined this complaint to be indeterminate. (B)(6).